Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump was dropped and the touch screen became shattered. Customer is unable to see the pump touch screen due to the shattered screen. Customer's blood glucose was 140 mg/dl. Reportedly, customer continued to use current pump and has manual injections available for insulin therapy.